Event description:
A literature article in neuroradiology reported that a retrospective study was conducted on patients treated with neuroform stents between (B)(6) 2001 and (B)(6) 2010. It was reported that a thrombolic event occurred. No other information was provided.

Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. All patients were treated between (B)(6) 2001 and (B)(6) 2010. Subject device is not available.

Manufacturer narrative:
The device was not returned to the manufacturer; therefore, physical analysis cannot be performed. However, thrombosis is noted in the direction for use (dfu). Therefore, the probable cause of the event is anticipated patient complications.

Event description:
A literature article in neuroradiology reported that a retrospective study was conducted on patients treated with neuroform stents between august 2001 and august 2010. It was reported that a thrombolic event occurred. No other information was provided.